Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was not running. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the customer biomedical engineer (bme) reviewed the v60 power supply voltages, and the units 35-volt power supply was reading 1.8 volts. The customer was advised to replace and upgrade the power management (pm) printed circuit board assembly (pcba) to the 4th generation pm pcba. Completion of the device repair is pending onsite service by a philips field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2023, the field service engineer (fse) went to the customer site and found that a replacement power supply did not resolve the issue. The fse installed a different motor controller (mc) printed circuit board assembly (pcba) and the device began to work fine. The fse determined that a replacement mc pcba needed to be ordered. The customer was provided with a quote for replacement part and onsite labor. The investigation is ongoing.

Manufacturer narrative:
H10: on 13dec2023, a field service engineer (fse) went to the customer site and replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the device issue. The device passed all testing included in the performance verification test (pvt) procedure and was confirmed to meet the manufacturers specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.